Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was recorded that this programmer's screen suddenly froze twice while interrogating a device. Upon consultation, boston scientific technical services suspected that the issue was related to electromagnetic interference (emi). Thus, walked the caller through causes or possibilities of an emi. Additional information obtained from the field which indicated that the issue was resolved. The programmer remains in service. No adverse patient effects were reported.